Event description:
The perfusionist reported that during implant of the left ventricular assist device (lvad), the echo showed that the aortic valve was opening with every beat and the septal wall was shifting towards the right. The central venous pressure was 20, pulmonary artery pressure was 40/32, and the cardiac index was 2.1. The echo showed the left ventricle and right ventricle contracting. The rvad and ECMO were turned off. The system controller was exchanged and the pump speed was increased. When the speed was increased, the echo showed that the septal wall continued to shift to the right and the aortic valve continued to open with every beat. The speed periodically decreased to the low speed limit. The patient was then put back on bypass and thrombosis was noted inside of the lvad. The lvad was exchanged. The patient remains ongoing on the new lvad.

Manufacturer narrative:
The pump was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.